Manufacturer narrative:
Method - reviewed device history records. Results - device was manufactured to all applicable specifications. No indications of pre-existing cracks or significant material anomalies were observed. The failure is likely due to the glide not being fully docked with the implant.

Event description:
During surgery, one of the two prongs that docks into the pedicle screw head broke off. The broken portion was retrieved. No patient injury was reported.